Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('medical device removal'). In a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrooesophageal reflux disease ("ei attributed my esophagus issues to gerd(acid reflux)"), throat tightness ("sometimes my throat feels closed"), dysphagia ("I also struggle swallowing sometimes"), gastric disorder ("stomach issues"), menstrual disorder ("cycle were a mess") and inflammation ("inflammation"). The patient was treated with surgery (total abdominal hysterectomy). At the time of the report, the medical device removal, gastrooesophageal reflux disease, throat tightness and dysphagia outcome was unknown. The reporter considered dysphagia, gastric disorder, gastrooesophageal reflux disease, inflammation, medical device removal, menstrual disorder and throat tightness to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: gastrooesophageal reflux disease, throat tightness and dysphagia. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(4) 2020, no new information. Amendment: the report was also amended for the following reason: this case is duplicate of cases: (B)(4). All information from this case like reporters, events and reference section was added to case: (B)(4). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced gastrooesophageal reflux disease ("ei attributed my esophagus issues to gerd(acid reflux)"), throat tightness ("sometime my throat feels closed") and dysphagia ("I also struggle swallowing sometimes"). The patient was treated with surgery (total abdominal hysterectomy). At the time of the report, the medical device removal, gastrooesophageal reflux disease, throat tightness and dysphagia outcome was unknown. The reporter considered dysphagia, gastrooesophageal reflux disease, medical device removal and throat tightness to be related to essure. Concerning the injuries reported in this case, the following ones were described in patient¿s social media: gastrooesophageal reflux disease, throat tightness and dysphagia. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case is duplicate of cases: (B)(4). All information from this case like reporters, events and reference section was added to case: (B)(4). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.